Event description:
On 3/3/25 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 3/1/25. The user had experienced nausea on both friday and saturday, and while attempting to change their infusion set and cartridge, they accidentally overfilled the cartridge, spilling insulin. After receiving assistance from a family member and customer support, the user continued to have elevated bg levels after a meal and began experiencing a headache, nausea, and dehydration. Upon reaching the emergency department (ed), the user's insulin cartridge was found to be empty. The user's daughter noticed the smell of insulin and dampness on their shirt around the infusion set site. The user did not perform ketone testing during the event and did not use any back-up therapy to correct the high bg levels. While hospitalized, the bg was managed to return to range, and the user was released on (B)(6)2025. The highest bg recorded was 400 mg/dl.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.